Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had error code 242.4030. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/05/2007 to present date 12/03/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had error code 242.4030. No patient involvement.